Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additional suspect medical device components involved in the event: product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7129129. Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional pro codes nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a scar tissue resulting in dehiscence behind the ear at the lead extension incision site. The patient underwent a procedure where the lead extensions were replaced with others of the same model before the procedure was completed. The patient did well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a scar tissue resulting in dehiscence behind the ear at the lead extension incision site. The patient underwent a procedure where the lead extensions were replaced with others of the same model before the procedure was completed. The patient did well post-operatively.

Manufacturer narrative:
Additional information received stated that the physician's assessment was thought to believe that the patient picked at the wound which may have caused the dehiscence. Physical analysis of the lead extensions was not performed as they were retained by the facility.